Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On (B)(6) 2024, the patient was vomiting and had a seizure. Emergency medical services (ems) was called. Once ems arrived, the patient¿s cgm was reading high mg/dl, and the bg meter was reading 40 mg/dl. The patient was wearing an omnipod insulin pump. The patient was transported to the emergency room. The reporter could not recall the specific medications or treatment the patient received. He was discharged home the following day on (B)(6) 2025. The patient was ¿doing fine¿ at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the e zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).